Event description:
It was reported that the high-frequency electrosurgical unit exhibited e433 error when starting up. The malfunction was identified during inspection for use for an unknown procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device inspection has confirmed the reported issue. Device evaluation found "startup error e433", caused by a faulty oscillator board. A definitive root cause of faulty oscillator board cannot be identified. Olympus will continue to monitor field performance for this device.